Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and no device/lot information was provided. Based on information from the article, survival rates significantly differed between groups based on residual tricuspid regurgitation (tr) after the procedure. Therefore, death is a cascading event of the tr. A cause for the tr could not be determined. The reported patient effect of death, as listed in the mitraclip g4 instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 event date: estimated based on literature. B3 death date: estimated based on literature. Literature attachment: article title: prognostic implications of residual tricuspid regurgitation grading after transcatheter tricuspid valve repair.

Event description:
The article "prognostic implications of residual tricuspid regurgitation grading after transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective multi-center study, to evaluate the impact of residual tr severity post¿ttv repair on survival. Devices mentioned include mitraclip and triclip. The article concluded that survival was significantly lower in patients with moderate to severe residual tr compared to patients with mild to moderate residual tr. [The primary author and corresponding author was julien dreyfus at department of cardiology, centre cardiologique du nord, saint-denis, france with corresponding email: dreyfusjulien@ yahoo.fr. The time frame of the study was not reported. A total of 613 patients were included in this study, of which 509 (79%) received an abbott device. The average age was 78 years. Comorbidities included permanent pacemaker, prior left sided valvular heart disease intervention, heart failure, atrial fibrillation, diabetes, chornic lung disease, coronary artery disease, tricuspid regurgitation. The majority gender was female. Peri and post procedural complications include death, unchanged tr, and off-label use.